Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/15/2020 additional information: b7 the following information was requested but unavailable: *please confirm when did the issue occurred *could you please confirm if the patient suffer from any consequence? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ph7930, and no non-conformances were identified. To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. The following information was requested but was unavailable: an event description indicates that "no additional information could be provided" but could you please respond to this questions: *please confirm when did the issue occurred, in event description indicates "after hysterectomy, the body and tail of the needle were broken after sewing the vaginal stump." But it indicates that this occurred intra-op, please clarify. *could you please confirm if the patient suffer from any consequence? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received.

Event description:
It was reported that a patient underwent a hysterectomy, lymphadenectomy, and double adnexectomy procedure on (B)(6) 2020 and suture was used. After hysterectomy, the body and tail of the needle were broken after sewing the vaginal stump. The needle and suture were carefully removed. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.